Manufacturer narrative:
The customer declined to provide any further information, other than the original narrative description of the scenario. Detailed information, like the lot number of the antibody screen strips used, was not provided by the customer. (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a csw 100 microstrip washer, when tested approximately two (2) months prior. The customer could not be more specific on timeline.